Event description:
The customer reported the system failed to boot. There was no report of a death of serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.